Event description:
Falsely elevated calcium_2 (ca_2) results were obtained on multiple patient samples on an advia chemistry 1800 instrument. The discordant results were not reported to the physician(s). The patient samples were repeated on an alternate advia chemistry 1800 instrument. The repeat results from an alternate advia chemistry 1800 instrument were reported as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant ca_2 results. This MDR is being filed in an abundance of caution as the customer did not provide patient data for all of the affected samples.

Manufacturer narrative:
A united states customer contacted a siemens customer care center and reported that falsely elevated calcium_2 (ca_2) results were obtained on multiple patient samples on an advia chemistry 1800 instrument. Quality controls (qcs) were acceptable on the day of event. When the customer noticed the elevated ca_2 results, they ran qc, which recovered high and out of range. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse checked water pressure which was acceptable. Then, the cse checked and unclogged the reaction tray wash unit (wud) and dilution tray wash unit (dwud) nozzles and probes. The cse also checked probe alignments, which was acceptable. Then, the cse cleaned water filters and rinsed the water bottle. Lastly, the customer ran qc, which recovered within acceptable ranges. The cause of the discordant ca_2 results is unknown. The instrument is performing according to specifications. No further evaluation of these devices is required.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00269 on 29-sep-2022. Additional information (30-sep-2022): siemens further investigated the incident and concluded that inadequate washing, as a result of clogged reaction tray wash unit (wud) and dilution tray wash unit (dwud) nozzles and probes, potentially contributed to the discordant calcium_2 (ca_2) results. The investigation conclusions code in section h6 was updated based on the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.